Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced injuries, including, but not limited to, pelvic pain, infection and urinary problems.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.